Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted . The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2008 and mesh was implanted concurrently with dilatation and curettage and hydrothermal ablation of the endometrium. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence. (B)(4).

Event description:
It has been reported that following insertion the patient experienced recurrent urinary incontinence,

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary tract infection. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation to treat hypermobility and urinary incontinence. Post implantation the patient experienced pain and urinary incontinence.(B)(4).